Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 15-apr-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. On (B)(6) 2105, hsg (hysterosalpingogram) was done. She was told that right side was blocked and the left side the coil was out of place. She declined to provide any additional information. Ptc investigation result was received on 23-apr-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 22-may-2015: information received from nurse states that a (B)(6) female consumer had essure inserted on (B)(6) 2015. She had the hysterosalpingogram test performed and one side was not blocked, so she was scheduled to have the side that failed done, but she had to cancel the appointment because she had an asthma attack. She will re-schedule when she is feeling better. Lot number is not available because insertion procedure was done at the hospital and they had the essure and the lot number. Follow-up received on 05-jun-2015: information imported from duplicated report states that coil was expelled into peritoneal cavity. In addition, case was amended to medically confirmed. Follow-up received on 28-mar-2016: questionnaire for uterine/tubal perforation with essure was received from physician: the (B)(6) female patient who had no previous gynecological interventions nor further relevant history or concurrent conditions and had as previous pregnancies gravida 3, para 3 and no abortions, ectopic or c-sections; had essure inserted on (B)(6) 2015. Patient was breast-feeding at the time of insertion (her last delivery was a vaginal delivery in (B)(6) 2014). There were no abnormal uterine findings prior to insertion. General anesthesia was applied during procedure and, despite of right tube spasm, physician considered the insertion easy as well as the visualization of tubal ostia. There was no fluid loss more than 1500cc during procedure and it did not take more than 20 minutes. There were no complaints immediately after insertion. On (B)(6) 2015, essure incorrect position (unilateral right perforation) was diagnosed via x-ray during hysterosalpingogram confirmation test. No organ or intra-abdominal structure was perforated and, according to reporter, perforation did not occur before deployment but with coil after deployment. In addition, health care professional informed that right essure was completely in cul-de-sac. Left essure was in correct position. Patient presented no symptoms and perforation was identified during essure confirmation test (hsg). Left tube was found to be occluded but right tube was not. On (B)(6) 2015 essure device was removed via laparoscopy. According to health care professional, removal was not medically necessary but requested by patient. Essure removal method: laparoscopy. Intraoperative findings showed that coil was partially embedded in the peritoneum in the cul-de-sac (just over the cecum). There were no pathology results, signs of infection or inflammation. The patient has recovered. Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on hysterosalpingogram essure incorrect position (unilateral right perforation) was diagnosed. The right side coil was out of place / coil has expelled into peritoneal cavity and was partially embedded in the peritoneum in the cul-de-sac (just over the cecum). Essure device was removed via laparoscopy. The patient recovered from the event. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In the present case, perforation was diagnosed 3 months after essure insertion, during the hysterosalpingogram confirmation test. Considering the nature of the reported event, a causal relationship with essure cannot be excluded. This case was initially regarded as non-incident, and upgraded to incident upon receipt of information stating that device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Manufacturer narrative:
(B)(4).